Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked display and a nonfunctional screen; a replacement device was arranged and the user was instructed on shutting down the device and returning it with a provided shipping label. Symptoms included no clinical effects or adverse physiological symptoms. Outcomes included no impact on health status and continuation of diabetes management using a cgm application or receiver. Investigation included user interview and troubleshooting, including confirmation of physical damage and guidance to sync data to the mobile app prior to return. Investigation of this case revealed physical damage to the display assembly consistent with accidental drop, with loss of screen function; data on the device would not transfer and a standard startup on the replacement would be required. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact.